Event description:
It was reported that, "patient stated that she is experiencing pain on her right hip when she walks or moves".

Manufacturer narrative:
The device remains implanted and is not available for evaluation. Additional information has been requested.